Event description:
The right atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office indicated that the lead was capped as it was not needed as the physician replaced the patient's device with a single chamber ventricular pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached with environmental stress cracking. It was noted that the outer insulation was melted.